Manufacturer narrative:
Additional information : imdrf annex a, g, b, c and d grids, manufacturer narrative (chr, DHR and shr). A review of the complaint history for (B)(6), was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 21feb2014. The review was performed from the date of manufacture to the present date 29apr2021. A review of the device history record for (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6), was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had error 133.6090.there was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device had error 133.6090. There was no patient involvement.